Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that it seemed the balloon or sheath was leaking, as the balloon would not hold dilation. The procedure was completed with another cre fixed wire balloon. There have been no patient complications as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.

Manufacturer narrative:
Initial reporter city: (B)(6). Problem code 1504 captures the reportable investigation result of balloon pinhole. Investigation results: a visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the device was inflated and a pinhole was found on the middle of the balloon. It is possible that anatomical factors like calcification, a sharp exterior, or interaction with the scope could have penetrated the balloon during the use of the device. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the device was inflated and a pinhole was found on the middle of the balloon. It is possible that anatomical factors like calcification, a sharp exterior, or interaction with the scope could have penetrated the balloon during the use of the device. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that it seemed the balloon or sheath was leaking, as the balloon would not hold dilation. The procedure was completed with another cre fixed wire balloon. There have been no patient complications as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.